Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. A physically inspected the returned puck and reviewed the attachment from the phase 1 investigation, and observed small scratches and pieces of adhesive around the plug contact points. The adhesive appears to be fragments from the inner diameter adhesive applied during manufacturing. The scratches observed most likely occurred during investigator handling and de-casing. It was determined that the observed debris and scratches were not severe enough to have any impact on the sensors accuracy. No issues were found during testing. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the use of abbott diabetes care (adc) device was reported. A customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced lightheadedness and self-treated with glucose tablets and then called an ambulance. The customer was transported to the emergency room (ER) where they were given unspecified medical intervention. There was no report of death or permanent impairment associated with this event.

Event description:
A high glucose readings issue with the use of abbott diabetes care (adc) device was reported. A customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced lightheadedness and self-treated with glucose tablets and then called an ambulance. The customer was transported to the emergency room (ER) where they were given unspecified medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Watermark was not observed at the base of the sensor tail. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.